Event description:
Varian discovered that the leaf motion calculator within the eclipse distributed calculation framework, v 8.2.22 incorrectly calculates monitor units when using the multiple static segment technique/feature.

Manufacturer narrative:
The investigation confirmed that use of multiple static segment technique causes incorrect monitor unit calculations. The doctor can approve the dose distribution because it appears correct. However, the eclipse software does not calculate the mu (dose) for the corresponding fields correctly. It was determined that if such a plan is delivered, an under dosage of as much as 50% average depending on the mu factor might occur. A discrepancy report has been initiated to correct this issue in a future software release. In addition, an urgent medical device correction notification will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.